Manufacturer narrative:
Motor error alarm during the basic occlusion test and unable to prime during prime test due to faulty force sensor(gold). Motor passed motor test. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window and cracked battery tube threads.

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.